Event description:
A male underwent aaa repair in 2008. When the delivery sub assembly was withdrawn from each delivery system, blood was leaking from the hemostatic valves (refer also to 1820334-2008-00428 and 1820334-2008-00429). The leaking was especially heavy from the main body delivery system and continued in spite of putting in an 8 french sheath. The procedure was conducted without a blood transfusion. Patient is doing fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Cook has taken steps in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode in another country. Training took place at every eligible site in another country, and concluded in 2008. No product was returned to assist in this investigation. An internal clinical review indicated that the event may have been caused by inadequate product quality. The appropriate individuals have been notified and we will continue to monitor for similar event.